Manufacturer narrative:
Date of event: unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code and lot number were not provided, which prevented a meaningful review of the device history record and complaint files.

Event description:
Terumo medical received a letter on august 21, 2018 from a law office reporting that their client was allegedly injured. It was reported that the patient underwent an interventional radiological procedure on (B)(6) 2017, to vascularize his ischemic right leg. It is unclear based on the reported information if the patient had undergone revascularization of both legs prior to this date. The patient suffered from peripheral artery disease and diabetes mellitus. Following the procedure, on either (B)(6) 2017 or (B)(6) 2017, hemorrhaging and arterial occlusion developed and the patient underwent a second procedure to treat the complications. It is unknown during which procedure the reported unknown angio-seal device was used. On an unknown date, the patient suffered hemorrhage, acute right leg arterial occlusion, compartment syndrome, rhabdomyolysis, and necrosis resulting in an above-the-knee amputation of his right leg. It was further reported that the patient allegedly suffered additional injuries and infection(s).

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to correct the MFR number and to provide the complete investigation results. Follow-up no. 1 MDR report 3013394974-2018-00573 was inadvertently submitted with the incorrect MFR number. The correct MFR number should have been 3013394970-2018-00573. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.